Manufacturer narrative:
This report is submitted on march 12, 2021.

Event description:
It was reported the patient experienced a magnet dislodgement during an MRI in (B)(6) 2018 (specific date not reported). The device was explanted and the patient was reimplanted with a new device (dates not reported).